Event description:
Cpi received info that this implantable pulse generator (ipg) was reprogrammed due to a mode reset following surgery. The ipg was reprogrammed back into the ddd mode. The device remains implanted.